Event description:
The svc report shows the customer reported the device audio alarm did not sound when a pt became disconnected during a cat scan procedure. The customer support engineer verified a visual alarm and no audible alarm sound. The cse inspected the device and replaced the audio alarm. The unit passed extended self testing.